Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not using the pump for insulin therapy because of "not being functional". The customer was not aware that the pump was not being used for insulin therapy, and therefore did not know to resort to another method of insulin therapy. Reportedly, the customer was not "functional" due to feeling ill and experiencing vomiting and diarrhea due to medication that the customer was taking. Blood glucose (bg) was 450 mg/dl. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous insulin/fluids and antibiotics. The high bg was resolved and the customer was discharged on (B)(6) 2018. Tandem technical support assisted the customer with turning the pump on and resuming pump therapy.